Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. One opened curved polymer I/a tip with a wrench, in a blister, in a bag was returned for the reported issue of a detached tip. The returned sample was visually inspected and was found to be non-conforming with the over molded tip observed to be missing from the cannula. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be detached. How and when the I/a tip became detached cannot be determined from this evaluation; however, a manufacturing related defect cannot be ruled out. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during pre-surgery setup irrigation and aspiration tip was not attached when opened. It was also reported that it was checked inside the case, but it did not seem to have fallen off. The surgery was completed on the same day after replacing with another product. No patient impact was reported.